Event description:
A patient with an implantable neurostimulator (ins) reported being in a car accident and since then is experiencing more pain. She reported spasms and tingling in her lower back and up and down her right leg. She wishes her ins to be reprogrammed, and requested a manufacturer's representative to meet her at the office of her healthcare provider. Patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.